Event description:
During follow-up with the reporting surgeon, he stated the pt is doing fine.

Event description:
A surgeon reported that a pt is experiencing recurring inflammation following intraocular lens implant. Additional info has been requested. The association between this event and the iol is not known.

Event description:
This reporting surgeon provided add'l info that the pt had a mild uveitis and had some cystoid macular edema.